Event description:
A web sl was placed in a basilar aneurysm. The implant did not detach after three attempts with the detachment controller. The microcatheter was used to place pressure on the web¿s proximal marker/detachment zone. The web was retracted and then detached, leaving the implant in the desired location, embolizing the basilar aneurysm. There was no patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return to the manufacturer for investigation. The alleged product issue could not be confirmed.